Event description:
As reported to implant patient registry, two years and three months post implant of the 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and replaced with a surgical valve. The cause of the explant is unknown.

Manufacturer narrative:
The status of the valve is unknown. Investigation is ongoing.

Manufacturer narrative:
Per additional medical records received, the reason for the explant was due late endocarditis. This patient is a 78 y.o. Female with a pmh of asthma, hypothyroidism (on vitamin d-3/cholecalciferol supplement), mitral valve prolapse, thoracic aortic aneurysm ((B)(6) 2012), urticaria. Two years post implant, the patient was admitted to the hospital for weakness and fevers. Found to have high grade strep mitis bacteremia, suspected ID, and acute bilateral cva (suspect embolic). Patient currently on IV antibiotics ceftriaxone. Per tte, the bioprosthetic stent-valve was present in the aortic position. The aortic valve prosthesis appeared well seated. There was no evidence of paravalvular aortic regurgitation. Vegetation on the aortic valve could not be excluded, consider tee for further evaluation. No aortic regurgitation was seen. The peak transaortic gradient was 24 mmhg. The mean transaortic gradient was 15 mmhg. Transcatheter aortic valve replacement was performed due to endocarditis. Explantation of tavr valve and ascending aortic aneurysm repair was performed. The patient had an uneventful and progressive hospital course, became hemodynamically stable for discharge home with her family and home health nurse on, postop day #5. There is no allegation an edwards device caused or contributed to the endocarditis. It should be noted that the patient had strep mitis bacteremia of unknown etiology. In this case, the valve was explanted 2 years 3 months post tavr procedure due to endocarditis. The patient underwent a surgical aortic valve replacement with the removal of the tavr valve. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or <) or late (>60 days) after valve implant. As described in a technical summary written by edwards lifesciences, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Reports of pve occurring greater than 60 days of implant (late), are not reportable. This event is no longer reportable, and this supplemental report is to retract the complaint.